Manufacturer narrative:
B5; additional information received : the results of the exploratory laparotomy resulted in a portion of the colon being removed. It was reported that the patient expired and further intervention was not performed prior to patient expiration. It was confirmed that the cause of death was ischemic colitis. The patient's left colon/sigmoid to the upper rectum was ischemic and nonviable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c93e, serial/lot #: (B)(6), ubd: 22-jan-2027, UDI#: (B)(4); product ID: etlw1613c93e, serial/lot #: (B)(6), ubd: 10-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 51.1mm aaa.  Five days later the patient was reported to have abdominal pain and following a CT scan it is understood the patient underwent an ex ploratory laparotomy to check for possible ischemic colitis. The relationship of the condition to the endurant stent grafts is unknown. It was reported the patient has also been scheduled to have their sma stented. No cause was reported. No additional clinical sequalae were provided and the patient will be monitored.